Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: no. Initial reporter addr 1: (B)(6). E1: initial reporter facility name: (B)(6). H.6 investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were taken and visually inspected, and no missing print was found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 2272044 and the ¿as reported¿ defect code. H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe there wasn't a scale on the syringe. The following information was provided by the initial reporter: "during normal blood collection, the syringe is taken out and prepared for use, but it is found that there is no scale on the syringe."